Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak at the left common iliac artery was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined due to a lack of the relevant medical information (pre CT). However, this was an off- label case due to use of concomitant use with products outside the IFU. The off-label use was in the right common iliac artery and the reported event is at the left common iliac artery; therefore, it is not determined to be a root cause of the type ib. The final patient status was reported under surveillance post the secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b2: outcomes attributed to the adverse event ¿ updated. G1,2: contact office- name has been updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent, and two (2) afx limb stent graft extensions. Reportedly, it was an off label case involving a hypogastric snorkel. Approximately, 3.5 years post initial procedure during a routine follow up patient was identified with a 1b endoleak. Physician plans to extend the limb to resolve the leak, re-intervention is scheduled for (B)(6) 2020. Reportedly, patient is fine; however, the right common iliac aneurysm is growing. Subsequent to the initial report, additional information received reporting that re-intervention was completed with implant of two ovation ix extenders in the left common iliac artery. The leak was vastly improved but there was a persistent type 2 endoleak (non-device related) appeared to be the inferior mesenteric artery. The patient will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent, and two (2) afx limb stent graft extensions. Reportedly, it was an off label case involving a hypogastric snorkel. Approximately, 3.5 years post initial procedure during a routine follow up patient was identified with a 1b endoleak with aneurysm growth in the right common iliac artery. A re-intervention has been scheduled. Reportedly, patient is fine.